Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted. Initial information suggested a device malfunction. Additional information suggested there was a surgical failure. Further information has been requested from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
During the implantation in 2011, channel 12 was outside of the cochlea. In situ measurements showed 2 channels involved in one short circuit. At the second fitting two more channels were involved in short circuits. This was stable for a while. In (B)(6) 2017 again two more channels showed short circuits. Then the clinic decided to explant the device.